Manufacturer narrative:
Additional information was received concerning the patient and dates of the event. In addition, information was received that a similar adverse event (graft subsidence and screw fracture) was observed in postoperative follow-up x-ray with 4 other patients at the same clinical practice during (B)(6) 2015. According to information received, none of the patients have had clinical symptoms, e.g. Pain. Patients are ages 22-67, four females and one male. According to received information, patient outcome in all cases is good. Graft subsidence is a known complication in acdf procedure. Inion s-1 product provides a more dynamic fixation than conventional metal plate, but it is not indicated to carry load. The occurence rate of screw breakage/fracture postoperatively is 0,4% to date and including these cases; and of a similar system outside the USA 0,2%. The inion s-1 devices are graft containment devices, which provide fixation and are not intended to replace healthy tissues or withstand the stress of full load bearing. The devices cannot provide leverage in the fixation construct. The device shall be used in conjunction with traditional rigid fixation (i.e. Posterior interspinous wiring).

Manufacturer narrative:
Graft subsidence is a known complication in acdf procedure. Inion s-1 product provides a more dynamic fixation than conventional metal plate, but it is not indicated to carry load. This is the first case of graft subsidence reported to inion in connection with the use of inion s-1 system. The occurrence rate of screw breakage postoperatively is 0,08% by end of 2014 and of a similar system outside the USA 0,2%. The inion s-1 devices are graft containment devices, which provide fixation and are not intended to replace healthy tissues or withstand the stress of full load bearing. The devices cannot provide leverage in the fixation construct. The device shall be used in conjunction with traditional rigid fixation (i.e., posterior interspinous wiring).

Event description:
In the 8 weeks post op x-rays, surgeon observed graft subsidence in connection with acdf procedure, where inion s-1 plate and screws were used as graft containment device. Screws were observed to be broken below the plate from the upper end of the plate. In 2 weeks post-op pictures the fixation had been observed as fine. The patient was wearing a hard collar for 3 weeks after the operation. The patient has not had any symptoms, e.g. Pain, but a revision surgery was conducted to avoid any complications later.